Event description:
The customer reported that their t:slim x2 pump battery would not charge, and the pump screen was dark, preventing further investigation into the power source alert. Despite trying different wall adapters and charging cables, the issue persisted. There was no adverse impact to the customer's blood glucose level, as they planned to use multiple daily injections (mdi) of insulin as a backup therapy.